Event description:
The hospital reported that during endoscopic vein harvesting procedure, the out of warranty 7mm endoscopic became foggy. A replacement scope was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the product on 12/09/2009. The initial visual inspection showed that the eyepiece was foggy. The scope was shipped to (B) (4), on 12/10/2009, for further investigation. A supplemental report will be submitted when the investigation results are received from (B) (4). (B) (4).